Event description:
Mother trying to change the infusion set, and the needle part broke off inside the pt. Took pt to different doctors but was unable to remove the needle until (B)(6) 2012 when it was finally removed. Also had some needle that were bent from a 90 degree to close to a 30 degree when she took it out.